Manufacturer narrative:
Reported event:  an event regarding disassociation & wear involving a metal head was reported. The event was not confirmed.   Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant   device history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of an nc and CAPA.. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of this nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. The head was found to be dissociated from the stem. Intra-operatively, black tissue was noted. An accolade tmzf stem, 40 +4 lfit v40 head, and a liner were revised to a restoration modular stem construct, cocr head, mdm/ adm insert, and mdm metal liner.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. The head was found to be dissociated from the stem. Intra-operatively, black tissue was noted. An accolade tmzf stem, 40 +4 lfit v40 head, and a liner were revised to a restoration modular stem construct, cocr head, mdm/ adm insert, and mdm metal liner.

Manufacturer narrative:
In scope of recall. Reported event:  an event regarding disassociation & fretting involving an unknown 40 +4 lfit v40 head was reported. The event was not confirmed.   Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant   device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusions: the subject device has been identified to be within scope of lot specific voluntary recall ra 2016-028. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. The head was found to be dissociated from the stem. Intra-operatively, black tissue was noted. An accolade tmzf stem, 40 +4 lfit v40 head, and a liner were revised to a restoration modular stem construct, cocr head, mdm/ adm insert, and mdm metal liner.